Manufacturer narrative:
Concomitant medical product: 2432-0007; pca tubing; mz5307; 8015; 8100; 8110; syringe; therapy date 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the supply chain received the product on july 18, 2018. The product had leaked at the y-site connection, despite being connected tightly. The y-site was for IV fluids and pca tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of a leak at the y-site could not be confirmed because the product was not returned for failure investigation. A photo was provided by the customer; however, no issues were observed based on the photo received. The root cause of this failure was not identified.

Event description:
The customer reported the supply chain received the product on july 18, 2018. The product had leaked at the y-site connection, despite being connected tightly. The y-site was for IV fluids and pca tubing. There was no patient harm.